Event description:
It was reported that approximately two months after implant, the patient developed a systemic infection. It was noted that the patient has a port-a-cath for infusions and has had mitral and tricuspid valve repairs. The patient developed a pericardial abscess and systemic infection requiring explanation of the implantable pulse generator (ipg) and leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645, lead, (B)(6) 2014. (B)(4).